Event description:
A periodic review of the manufacturer's programming history database noted high impedance observed on a patient's device approximately 1.5 weeks after battery replacement surgery. It was noted that impedance post-operation at the replacement surgery date was within normal limits. Follow up with the physician's office confirmed that this high impedance was seen upon the patient's first follow-up appointment after replacement surgery. It was stated that no x-rays and no intervention were taken at this time as everything else, such as lab work, was stable and the patient would just be kept on the same medications. No known surgery has occurred to date.